Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. The event can be prevented by following the instructions for use (IFU) which state: "instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, image abnormality. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was no image. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to a cut on charging coupled device (ccd) cable, image noise occurs and an image cannot be displayed; due to damage on circuit board of video plug section, image noise occurs and an image cannot be displayed; due to a dent on distal end, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a chip; video connector has a scratch; video connector has a crack; due to damage on forceps elevator lever(surgical part) bending section cannot be fixed firmly; adhesive around objective lens is peeled; grip has a scratch; up/down angulation lever plate has a scratch; right/left plate has a scratch; switch1 has a scratch; light guide connector has a scratch; light guide cover glass has a scratch; video connector case has a scratch; video connector has a scratch; video connector case has a crack; protector of the video cable section has a scratch; and adhesive around objective lens is peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.